Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed with a 2.0 x 10 non-abbott balloon, and a 2.75 x 18 xience v stent was implanted. After deployment, a distal edge dissection was observed; therefore, a 2.5 x 12 xience v stent was used to treat the dissection, and the procedure was completed successfully. There were no patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.